Event description:
A sterlizer load was put away without being properly sterilized. Two ER suture trays were used before rptr became aware and able to retrieve them. Pt. #1-lacerated finger, pt. #2-lacerated tongue-user error noted.